Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported "a case where a distal mets has dislocated. We believe it is the tibial rotating part that has come out of the cemented tibial component. However, the reason for cancellation was the patient is too unwell to operate. It¿s been understood the patient may never become well enough for this operation, she is (B)(6) years of age.